Manufacturer narrative:
(B)(4).

Event description:
Anterior chamber wash out was performed. The patient experienced elevated intraocular pressure.

Manufacturer narrative:
Product evaluation: as the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer returned a filter and q tips in a bag. The root cause of the customer's complaint could not be established as the sample that was returned is insufficient to determine the cause of endophthalmitis. (B)(4).

Event description:
Additional information was provided that the patient seems to have less pain and is improving. Follow up and monitoring has been continuously required.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported endophthalmitis one day following an intraocular lens (iol) implant procedure. The fluidics management system (fms) was reused via sterilization for three patients. The inflammation occurred only in the first patient's eye. The other two patients did not have any complications.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the patient has permanent visual impairment.